Event description:
Pt underwent initial thoracolumbar, sacral and iliac fusion on (B)(6), 2011. In (B)(6), pt heard a loud pop followed up iliac pain on right side. X-ray showed displacement of right rod from l5 to iliac screw while the screw remained in place. On (B)(6), 2011, during revision, the rod on the right side was found completely outside the tulip of the screw with the top set screw still properly in place. Surgeon removed 1 inch of the rod, used an offset connector from the existing rod to a new 65mm rod that extended to the iliac screw secured with top set screw. Pt was discharged on (B)(6), 2011.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval; however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the description of the product used with the concomitant device. All records revealed all product lots were mfg within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available, info, it is determined the 6.53mm straight rod, hex end, 500mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. Lot#: this info was requested; however, not available. Should the lot number become available, a supplemental report will be submitted. Date of manufacture cannot be determined without the lot number.